Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 8030647-2022-00094 for the second report. It was reported that the closed suction catheter (csc) did not suction. There was no reported injury. Additional information received 23feb2022 reported the patient was suctioned with standard suction; the device was replaced. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).